Event description:
The account's maintenance stated the head section will lower back down after he lets go of the head up button.

Manufacturer narrative:
The account's maintenance stated he checked the CPR handle and it seemed like the base middle cover may have been pushed up against the CPR lever and causing it to stick open. He re-adjusted the base middle cover to repair be bed.